Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button on the pump was intermittently unresponsive. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined further follow-up and declined to provide additional information regarding the issue.